Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis and cellulitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. It was unknown if the patient was hospitalized. It was not reported if a peritoneal effluent culture was obtained. Treatment was not reported. The outcome was not reported. It was not reported whether dianeal therapy was ongoing. An opinion of causality was not reported. On (B)(6) 2011, the patient was seen in the ed for cellulitis. The patient was not hospitalized for the cellulitis. Treatment included an unspecified antibiotic. The patient was recovering. The nurse reported the event of cellulitis was not related to dianeal therapy, but did not comment on the event of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd879171 and there were no issues detected during manufacturing of the batches. The problem was not confirmed and the root cause of the peritonitis was undetermined.